Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08486. It was reported the patient's scs leads migrated and as a result her scs stimulation became ineffective. X-rays were taken which confirmed lead migration. The patient's leads were explanted and replaced during surgery on (B)(6) 2014.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08486. Additional information received identified the patient met with an sjm representative for post-op programming, and the patient is now reportedly receiving effective stimulation coverage.